Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The white introducer was inserted over the guidewire as usual with minimum effort and went in smoothly. However when it was taken out of patient it was noticed that a long broken piece, about half inch long was missing from the tip. The surgeon examined the kidney and ureter for any injury/ broken pieces and looked ok. The missing piece was found in the bladder. The remaining tip of the introducer was felt crispy and easily broken. Another sheath was used with no issues.

Manufacturer narrative:
No device is being returned for evaluation. Received information from the OEM,teleflex. A sample was not available for teleflex analysis but a photo of the package and damaged dilator tip were received as part of (B)(4) form, the picture shows a yellowed label indicating degradation of the polymer from exposer to light. The completed product was manufactured in dec 2014. The dilator sub assembly was manufactured in feb 2014. The DHR was reviewed and showed no discrepancies with the build of the lot. Based on investigations teleflex feels the root cause is substantial light exposure of the devices in the health care facilities which results in degradation and embrittlement of the dilator polymer. This failure mode is not within teleflex control, product met the specifications at the time of manufacture.